Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital after experiencing dizziness. Upon interrogation, the right ventricular lead exhibited high threshold. The lead was explanted and replaced on (B)(6) 2015. There were no adverse consequences to the patient.